Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.   Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2021-25494. It was reported that a patient presented in clinic. Upon interrogation, both the patient's right atrial (ra) and right ventricular (rv) leads were found to have loss of capture. X-ray imaging confirmed lead dislodgement for both leads. The ra and rv leads were explanted and replaced on (B)(6) 2021.